Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pairing issue occurred. Performance data was reviewed. A pairing failure was not found within the investigation window. The allegation was not confirmed. However, a transmitter failure was found in connection to the reported allegation. The probable cause of the transmitter failure could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ additional/correction g3 date received by mfg ¿ correction on initial MDR-: please remove date 8/11/2024 and replace with the correct MDR regulatory awareness date: 9/17/2024 from the information section h2: additional information/correction. H6: type of investigation - additional/correction: remove code 4119.

Event description:
It was reported that a pairing issue occurred. Product was provided for investigation. An external visual inspection was performed and passed. Nordic bluetooth was performed and passed. Performance data was reviewed. A pairing issue was found within the investigation window. The allegation was confirmed due to the finding of a transmitter failure within the investigation window. The probable cause of the transmitter failure could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). ¿ b5: describe event or problem ¿ additional information ¿ d9: device returned to MFR - additional information ¿ d9: date device returned - additional information ¿ h2 type of follow up: additional information.

Event description:
It was reported that a pairing failure occurred. Product has been received, but the investigation is being reviewed. A follow up report will be submitted upon completion. No injury or medical intervention was reported.